Event description:
A us distributor returned a charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation, the battery charger/modem was resetting. The cause for the resets was isolated to corrosion on the bedside pca and intermittent bga connections on the u104 pxa and u1003 pld processors on the c/a board. The root cause for the corrosion was ingress of an unk liquid. The root cause for the intermittent bga connections could not be positively identified but was likely excessive strain on the c/a board. No adverse event resulted from the defective battery charger/modem.